Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, two, cook® single-use holmium laser fibers separated 1m from the distal end while in the flexible ureteroscpe. A third laser fiber and flexible ureteroscope were used to complete the procedure. Reference patient identifier (B)(6) for the other separated fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a flexible ureteroscopy, two cook single-use holmium laser fibers were broken while in the flexible ureteroscope. A third laser fiber and flexible ureteroscope were used to complete the procedure. Reference patient identifier (B)(6) for the other broken fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), drawing, manufacturing instructions, the instructions for use (IFU), and quality control data. One cook® single-use holmium laser fiber was returned for investigation. Inspection of the returned device noted: the total length of the laser fiber measured 300cm, which is within the specification. The blue fiber jacket was loose in the red silicone cover. A visual examination of the laser fiber confirmed the fiber tip was broken and approximately 1mm of clear tip was visible inside the jacket tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. It was concluded that adequate inspection activities have been established prior shipping the laser fiber. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power. Lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Visual examination of the laser fiber confirmed laser fiber tip breakage, however, no charring or melting evidence was observed on the broken side which also confirmed no energy was transmitted through the laser fiber after breakage occurred. Based on available information, cook could not determine the cause of laser fiber clear tip breakage. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.